Event description:
A vague report was received that just prior to being attached to a pt the pump started and the drip rate did not appear to correspond to the programmed infusion rate. It is not known if it appeared to be dripping too fast or too slow. The pump was removed from use prior to being placed on the pt.